Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the facility is attempting to repair it and will only be returned to zoll if the facility cannot repair it.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.